Manufacturer narrative:
The insulin pump was received with motor error alarm during the basic occlusion test and unable to prime during the prime test due to faulty force sensor resistor. The insulin pump passed the operating currents test, self-test, unexpected restart error test and displacement test. We were unable to perform the occlusion and no delivery tests due to prime anomaly. The motor passed motor test. The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump had a cracked case at display window corner, battery tube threads, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and multiple button errors. Customer's blood glucose was 500 mg/dl at the time of incident. Troubleshooting found that the customer was able to clear get the pump to occasionally work. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer declined high blood glucose troubleshooting.